Event description:
Pt had two old IV sites that were discontinued approximately 2 1/2 weeks earlier. One was an IV site inserted in 7/2002 and the other is suspected to be a failed attempt site. Both sites described as raised and fluid filled in 8/2002. Both sites were lanced in 8/2002 and yielded white discharge.